Event description:
The customer reported via phone call that their sensor had inaccurate readings. The customer reported they had low readings when their blood glucose was not low. Customer's blood glucose was 92 mg/dl and their sensor glucose read 40 mg/dl. The customer's current blood glucose was 43 mg/dl and their sensor glucose was 48 mg/dl. The customer treated their blood glucose with glucose tablets. The customer declined to troubleshoot for their low blood glucose. The sensor will not be returned for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.